Manufacturer narrative:
The device was rec'd. Investigation is not complete. Report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The tubing set was returned to the svc ctr with a report from th customer contact of breakage in the key connection. This does not indicate a reportable malfunction. No add'l info was provided. However, during initial incoming visual inspection breakage of the semi-rigid adapter of the clave secondary port of the tubing set was noted.